Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio2: 1.2, doctor's meter: 3.1. Date: (B)(6) 2011, inratio2: 1.6, doctor's meter: 3.1. Doctor had patient self tester stop using the meter and is having him come into the office to check his inr. Therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.